Manufacturer narrative:
Based on the claim against the product by the customer noting the e-100 generator switching off during procedure, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the e-100 to resolve the issue. The system was tested and verified as ready for use. Isi received the da vinci product involved with this complaint to perform failure analysis. The reported failure could not be replicated. The unit was installed into the test system and worked as expected with a test instrument installed. The unit did not switch off during the test. The complaint was not confirmed based on the failure analysis.

Event description:
It was reported that during a da vinci-assisted esophagectomy non-transthoracic surgical procedure, the e-100 generator switched off during procedure. The customer received phone assistance from intuitive surgical inc. (Isi) technical support engineer (tse). The tse advised the customer to power cycle the system, but issue persisted. The tse review the system logs and found error 25902 pointing to e-100 communication error. The customer continued the case using erbe vio. The procedure was completed as planned with no reported injury. Intuitive surgical inc. (Isi) made follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.